Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir.

Event description:
It is reported that a customer was hospitalized for high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with IV. The customer was informed that there could be many reasons for high blood glucose. The customer did not want to trouble shoot the insulin pump but wants a replacement instead. The customer was sent a new pump. No further information was provided.